Event description:
The pole clamp for the b. Braun outlook series pumps do not grab well to the IV pole and it can easily be put on the pole without grabbing at all. When you put it on the pole you have to push down on the pump to make sure it grabs right and then lock it into place. If the user does not know to push down on the pump it will never grab right.